Manufacturer narrative:
(B)(4). This complaint is an ancillary service event. The reported issue was confirmed in the event history log of the device. The cause was determined to be use error, the tidal total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 21:51:06. During night drain cycle six, the patient's ultrafiltration reading was 1908ml, indicating the home patient (hp) drained 1448ml more than their maximum programmed fill volume of 2300ml. No additional information is available.